Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014 - november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.